Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 242 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
No button error alarms were noted, and all buttons functioned properly. However, the pump had corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.